Event description:
The new extension was being used and impedance measurements were greater than 10,000 ohms on all the contacts. Additional information has been requested.

Manufacturer narrative:
(B)(4).